Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was frayed. Customer¿s blood glucose value was 149 mg/dl. Replacement cable was sent to the customer.